Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. Three images were provided demonstrating placed stents on x-ray and ultrasound. Two images include a digital length measurement, and based on these measurements two different stents with different lengths are confirmed as being foreshortened inside the vessel. On the third image the stent length was measured by means of a pta balloon as reference, which does not confirm elongation because the real length of the balloon was not known. A process related issue could not be identified. In this case the vessel was not tortuous/ calcified, the lesion was pre dilated, and a force increase was not felt during deployment; reportedly the stent length before deployment was fine based on marker position relative to the lesion. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system was found sufficiently described, in particular the instruction for use state: 'remove slack from the delivery system catheter held outside the patient. Verify that the distal and proximal stent radiopaque markers are distal and proximal to the target lesion. Confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regards to pta the instruction for use state: 'predilatation of the lesion should be performed using standard techniques.' H10: d4 (expiry date: 12/2022), g3. H11: d1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly shorter than stated on the box label. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified. (Expiry date: 12/2022) device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly shorter than stated on the box label. There was no reported patient injury.